Event description:
It was reported by the customer that when using the bd pyxis¿ es server, station was running slow on the login screen. The customer stated that this malfunction occurred while dispensing the medications to the patient. However, there were no delays or adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had high latency issue. A technical support specialist updated the ethernet speed and duplex settings to auto negotiation in an effort to address the high latency issue. After the change, the customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).